Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Event description:
It was reported that the device carina displayed a low battery level and rebooted into "rescue ventilation" mode. The user did not see any curves on the device and the ventilation was disturbed somehow. The patient was thereupon manually ventilated but died shortly afterwards. In addition, the information was provided on request that the patient was 80 years old and had corona. It was expected that the patient would die of natural causes on that day.

Manufacturer narrative:
The affected device, the carina with the serial number (B)(6), manufactured in july 2018, was available for examination in the dräger repair workshop in lübeck, including the logbook. Based on the logbook entries, it was possible to verify that the device switched to emergency ventilation with 21 vol% fio2 as specified on the day of the event due to a technical error triggered by a defective component "hpo control board". The corresponding error codes were visible in the logbook. The reported reboot of the device could not be confirmed by the logbook. It can be assumed that the customer no longer saw any curves due to the emergency ventilation of the carina and found the ventilation "strange". In the event of a mechanical or electrical failure of the hpo unit, the unit alarms high priority and continues to ventilate in emergency mode. In this case, oxygen dosing is turned off and is provided by ambient air at 21% o2. Based on the IFU and iso 21647 / iso 80601-2-55, it is recommended to use secondary o2 monitoring when using the device. If the inspiratory oxygen concentration differs from the ambient air concentration, monitoring of the inspiratory oxygen concentration with adjustable upper and lower alarm limits is required. Otherwise, no alarm will be triggered if the actual inspiratory oxygen concentration differs from the set oxygen concentration. The device has responded appropriately and as specified to the malfunction of a single component. The hpo control board was replaced and the device was tested according to manufacturer's specifications, with no further discrepancies, and returned to the customer. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device carina displayed a low battery level and rebooted into "rescue ventilation" mode. The user did not see any curves on the device and the ventilation was disturbed somehow. The patient was thereupon manually ventilated but died shortly afterwards. In addition, the information was provided on request that the patient was 80 years old and had corona. It was expected that the patient would die of natural causes on that day.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device carina displayed a low battery level and rebooted into "rescue ventilation" mode. The user did not see any curves on the device and the ventilation was disturbed somehow. The patient was thereupon manually ventilated but died shortly afterwards. In addition, the information was provided on request that the patient was (B)(6) and had corona. It was expected that the patient would die of natural causes on that day.